Manufacturer narrative:
A review of the device history record (DHR) for the tube lot number provided found 2,970 tubes of model ID (B)(4) were released on (B)(6) 2010 and there was no nonconforming product in this lot. The tube was discarded and therefore unavailable for failure investigation. No conclusions can be made without the device. Info has been added to the database for trending purposes. In a subsequent f/u conversation with the customer by the covidien rep, it was learned that this customer had never used an evac tube (an endotracheal tube with a suction port for evacuation of secretions) and had just started doing so with taperguard. The tube was pre tested prior to pt insertion. The info gained suggests that the user not being familiar with the tube and how it is used, may have resulted in the need to re intubate the pt. Ongoing eval, education and training with the customer is in progress.

Event description:
The pt was intubated wednesday or thursday. The evac line was attached to suction thursday morning. It did not work effectively but the suction was left on. The rrt was ordered to extubate the pt on friday and felt resistance when attempting to extubate the pt along with no cuff leak. The pt and the tube were repositioned with no change in resistance. Another rrt and cca were consulted. The tube was left in place; evac suction was discontinued; the port was capped and the pt was put on steroids for 24hrs. Saturday morning, the intensivist ordered the pt extubated and there was resistance felt when trying to remove the tube. An e.n.t. Surgeon was consulted; he felt that there may have been some tracheal tissue stuck in the port and the pt was taken to the operating room to exchange the tube. In the operating room, an anesthetist rotated the evac ett 360 degrees and some blood was suctioned out orally. The tube was exchanged via a tube exchanger to a 7.0 mallinkrodt regular ett. Pt status reported as recovering, possible transfer out of ICU. The tube was discarded.